Event description:
Customer reported her sensor readings have been inaccurate on her last four sensors. The sensors are only lasting about half their lives. Customer receives chemotherapy for breast cancer, which causes high blood glucose. Customer's blood glucose during troubleshooting was 49 mg/dl. At the time of the event, customer's blood glucose was 139 mg/dl. Customer was advised of possible causes of inaccurate sensor readings. She was advised of proper sensor insertion and calibration methods. Customer stated she will try to calibrate when her blood glucose is stable. Replacement supplies were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.